Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the patient¿s infusion set was deployed incorrectly when the patient¿s spouse pulled the inset back and it flung out of the applicator; the spouse attributed this to user error, and an agent subsequently guided the patient through the supply change process successfully. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure, with the affected component being the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.